Manufacturer narrative:
Update received 11 sep 2025: arteriovenous fistula was abandoned and a permcath was placed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Added stenosis and occlusion codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an in.pact av access was used to treat the right arm. Approximately 24 months post procedure patient suffered thrombosis of arteriovenous fistula. Patient arrived to the emergency department with a clotted arteriovenous fistula. Underwent unsuccessful catheter directed thrombolysis, mechanical thrombectomy, and balloon angioplasty of the occluded right brachio-basilic arteriovenous fistula. Patient went into ventricular tachycardia and a code blue was called. They were converted back to normal sinus rhythm and admitted to the intensive care unit for further monitoring. Patient remained stable and was discharged home. Recurrent stenosis with occlusion requiring de-clot. Patient recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.